Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode's tip ring of the high-frequency resection electrode fractured when it came into contact with metal objects. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the b5 section.

Event description:
The issue was found during a therapeutic submucosal dissection of the uterine polyp procedure and completed with a different device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.